Event description:
Patient had been positioned prone on jackson table using the coupler ii assembly adapter. Moments after team finished positioning, a loud pop was heard, part of the yellow plastic locking nut which secures distal end of holder which locks onto skull clamp broke and fell to the floor. Patient's head dropped a little before being secured by someone standing by. Intra-operative neuro monitoring was present for this case, and no harm came to the patient from the incident.

Manufacturer narrative:
Root cause could not be established because product was not available for review. Isolated incident, may have been some type of mishandling issue.

Event description:
Patient had been positioned prone on jackson table using the coupler ii assembly adapter. Moments after team finished positioning, a loud pop was heard, part of the yellow plastic locking nut which secures distal end of holder which locks onto skull clamp broke and fell to the floor. Patient's head dropped a little before being secured by someone standing by. Intra-operative neuro monitoring was present for this case, and no harm came to the patient from the incident.